Event description:
Customer reported an overinfusion of remifentanil. Reports that the anesthesiologist user sets up all infusions prior to connecting to the patient. Between 7:00 am - 8: am, user set up an infusion using guardrails, of remifentanil 0.1 mcg/kg, rate 3.6 ml./hr with a syringe volume of 40 ml. The infusion was connected to the patient at 8:00 am. At 9:00 am, the user noted the syringe was almost empty and 36 ml had infused. No patient harm reported, no medical intervention required and no ill effects experienced by the patient. The data set and event logs from the pcu and syringe module were received. Investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Patient information requested and all available information is included.